Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. .

Event description:
A complaint was initiated for a patient who underwent a knee surgery on (B)(6) 2021. The original surgery date is unknown. The surgery occurred because of reported infection. During the surgery the site was opened and washed for possible infection. The original tibial insert and bolt were removed.